Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushheads of the toothbrush keep coming off / daughter almost swallowed the metal stick [device breakage]. No adverse event [no adverse event]. Case description: a father reported that the brush heads of the oral-b brushheads, version unknown kept coming off while used with an oral-b rechargeable toothbrush, version unknown. He stated that this had happened 4 times or so now and his daughter of unspecified age almost swallowed the metal stick. No symptoms developed.